Manufacturer narrative:
This report reflects information received by the FDA in the form of medwatch report mw5165699. Customer information, device model or serial number were not provided. Baxter has captured this reported event under a generic totalcare bed. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. Although there was no reported injury with this event, if the report of a siderail having a false latching were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a medwatch report mw5165699 stating that totalcare frame had a false latching siderail. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.